Manufacturer narrative:
(B)(4) (pain, abdominal), (obstruction), (treatment with medication); how often has the surgeon used the device? "Many times." Is the surgeon a new user of this device? No. Is the surgeon a board certified colorectal surgeon? No, general surgeon. Was this issue not identified at the time of the initial case? Yes, it was identified. Were any of the forces higher or lower than expected (closing, firing, or opening)? It was tougher than usual to close, but she thought it was due to prolapsed mucosa. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? It was very difficult to remove. It did not come out initially. She fired again and then was able to remove. How many days post-op did the patient return? 3 days. What symptoms did the patient develop post-operatively that indicated that there was an issue? Totally obstructed, abdominal discomfort. There were two follow up procedures; were they with the same surgeon or a different surgeon? 1st case - same primary surgeon ((B)(6)) with (B)(6) assisting. 2nd case - dr. (B)(6) as primary with (B)(6) assisting. Is the colostomy temporary or permanent? Temporary. If temporary, what are the plans for reversal? Re-evaluate in 8 weeks. What antibiotics were administered to the patient and for what duration? Initially sent home with ogmentin. When patient came back, she was given zosin, vacamisin, anti-fungal. What degree of hemorrhoids did the patient have? Three. What is the age and sex of the patient? F, (B)(6). What is the current status of the patient? Home with colostomy. [Sales rep] has been in a case with her since and everything went fine. She followed all of the steps in the IFU.

Event description:
.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device is not available for return. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a hemorrhoidectomy procedure, on the initial firing, not all of the staples fired. The device was fired for a second time and according to the rep, this caused a retroperitoneal tear which required sewing. This concluded the case. The rep then reported that the patient returned to the doctor and was placed on antibiotics and it was also determined that the patient had an anterior/posterior staple line occlusion. Following this, the patient underwent two surgical procedures to fix the occlusion and it was reported that the patient also now has a colostomy. The device is not available for return. Additional information has been requested.